Event description:
While attempting to position stent in the mid lad artery, the philips fluoroscopy failed. It was re-booted multiple times before images were again displayed without interruption. Deployment of stent was delayed approximately 15 minutes. After the stent was placed, the patient had an episode of vt and was defirbillated twice with 300 joules, amiodarone bolus given and drip was started.